Event description:
The device was used during a procedure not reported. It was reported by the rep. The firing knob would not move after the second firing. The case was finished with another tlc. There was no consequence to the pt.